Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-02358, 3005168196-2019-02359, 3005168196-2019-02360, 3005168196-2019-02361.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two smart coils in the target vessel using the handle. The physician then opened a third smart coil, and it would not advance at all within its introducer sheath; therefore, it was removed. The same issue occurred with the fourth smart coil; therefore, it was removed. It was reported that while attempting to advance the smart coils out of the introducer sheaths, the pusher assemblies of the smart coils were inadvertently bent. The physician then advanced another two smart coils to the target vessel separately and experienced difficulty detaching them; the physician had to click the button on the handle several times. The procedure was completed using the same two smart coils and handle. There was no report of an adverse effect to the patient.